Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A supply change was performed to address the issue. Customer's blood glucose level ranged between 150-160 mg/dl.